Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2012 product type catheter product ID 8709 lot# j0056604r implanted: (B)(6) 2001 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709 serial/lot# (B)(6), ubd 2002-10-17, UDI# (B)(4). G3 corrected information: the date on the initial MDR should have been 2025-12-17. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the patient was not receiving the appropriate dose of baclofen. The was no external event that may have led or contributed to the issue. A dye study was performed. The physician decided to replace the old catheter with a new one and also replaced the pump. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event. The pump was delivering gablofen (2000 mcg/ml at 464.7 mcg/day).

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 14-mar-2014, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the pump and catheter were fully explanted.